Event description:
Our affiliate is reporting to us that a pt underwent an arthroscopic shoulder repair with the use of a vapr electrode. Post operatively, they noted that the pt had sustained burns, which they are associating to the vapr lp suction electrode. The burns are described as "bubbles" (blisters); a 2nd degree partial thickness burn; the pt was treated with burn dressings for 15 days. The complaint device was discarded at the user facility. This is all of the info that has to date been made available to mitek; questions out for further detail and clarity.

Manufacturer narrative:
Mitek is at this point in time in the info gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.